Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was indicated all scans transferred without issue and were accurate. The imaging system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system displayed "connected but not ready" when attempting to take a spin. No further information was provided. Additional information received report the issue was resolved by increasing the spin capacity in the navigation system settings. The issue had not occurred since.